Event description:
Healthcare professional reported device rupture on the left side. Healthcare professional also reported "nodule in left breast obtaining 2 cillinders that are sent for pathology, during the procedure the lesion practically disappears so is presumed to correspond to a cyst", which is not device-related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as surgical damage. Cyst: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported device rupture on the left side. Healthcare professional also reported "nodule in left breast obtaining 2 cillinders that are sent for pathology, during the procedure the lesion practically disappears so is presumed to correspond to a cyst", which is not device-related. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported device rupture on the left side. Healthcare professional also reported "nodule in left breast obtaining 2 cillinders that are sent for pathology, during the procedure the lesion practically disappears so is presumed to correspond to a cyst", which is not device-related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: cyst(s)-breast: unable to observe since it is not related to the device. Rupture: not observed openings on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 01/16/2024. Correction to g3: aware date of supplemental medwatch #2. Aware date should have been listed as 03/13/2024.

Event description:
Healthcare professional reported left side device rupture and "nodule in left breast presumed to correspond to a cyst" diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.